Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks due to noise and oversensing. Subsequently, tachycardia therapy was programmed off. This patient also has a left ventricular assist device (lvad). Possible causes were discussed and troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.